Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. Customer's blood glucose value was 7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery prior to replace battery now alarm. Customer stated that it was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The customer stated that the battery was not previously used. The device will not be return for analysis.

Manufacturer narrative:
Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at electrical board 1. Insulin pump was monitored and functioned properly.